Event description:
Pt. Undergoing PICC line insertion. During procedure the introducer broke in two. The peel away sheath was torn. Part of the sheath and introducer in pt. Able to remove sheath and needle completely without injury to pt.